Event description:
New information received notes that there were no adverse consequences to the patient prior, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, externalized conductors were observed via x-ray. During the device replacement for normal eri, the externalized conductors were confirmed. No electrical anomalies were detected. The lead remains implanted.